Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m126450 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m126450, test base part number 190-430 / lot: m126450. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126450 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Event description:
The customer reported a false positive results with the ID now covid-19 performed on (B)(6) 2020. The customer reported that patient's initial test on (B)(6) 2020 showed invald results. Repeat testing was performed using the remaining buffer and generated invalid results. The customer reported that the patient's sample was covered with a paper towel to transport to the machine each time. Due to the invalid test resuts the customer decided to smear (test) themselves on (B)(6) 2020 at the machine and positive results were obtained. Pcr confirmation testing performed on the customer generated negative results. No additional patient information, including treatment and outcome, was provided.